Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that the customer's infusion sets were all coming out and had bent cannulas starting on (B)(6) 2016. Customer was hospitalized with a blood glucose level of 563 mg/dl on (B)(6) 2016. Customer's current blood glucose is 361 mg/dl. Customer stated that he was throwing up before going to the hospital. Customer's blood glucose was over 600 mg/dl on wednesday and it was over 500 mg/dl when he was taken to the doctor. Customer was treated at the hospital. Customer had a high blood glucose level and the cannula was bent when the infusion set was changed. Customer's blood glucose had been going high for 2 days and the battery was changed 5 times. Customer had diabetic ketoacidosis and was wearing the pump at the time of the emergency room visit. Customer performed the high pressure test and passed. Customer was advised that the pump was working as designed.